Event description:
The ECG-cable (pt cable) failed to provide ECG during a code. Another ECG-cable failed on another defibrillator/monitor/pacer. Both of these units are less than one year old. The problem appears to be with the pt ECG cable, and not with the monitor/defibrillator.